Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8004847. It was reported that needle is not tightly screwed on to syringe properly causing syringes to leak from the luer-lok area. Per phone call on (B)(6) 2019- syringes leaking from luer-lock area. When injected into the animal, syringe squirted back at doctor. Syringe needle connectivity loose.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: material no: 309657, batch, no: 8004847. It was reported that needle is not tightly screwed on to syringe properly causing syringes to leak from the luer-lok area. Per phone call on (B)(6) 2019: syringes leaking from luer-lock area. When injected into the animal, syringe squirted back at doctor. Syringe needle connectivity loose.

Manufacturer narrative:
Correction: this complaint will be cancelled. Not a bd product. The issue was with covidien syringes which were received in canaan and not bd ll syringes.